Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Event was confirmed. "Clinical review of the provided x-rays indicated that cup malposition in absent anteversion and medialization has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper and severe metallosis requiring revision.¿

Event description:
As reported: "patient underwent revision tha of accolade tmzf stem and lfit 40 mm head and 40 mm liner. The femoral head was disassociated from the stem and the trunnion appeared worn." Rep reported the existence of metallosis and damage done to the greater trochanter and tissues. Update 8 february, 2018: review by a clinical consultant has identified trident shell malposition as a root cause.

Event description:
As reported: "patient underwent revision tha of accolade tmzf stem and lfit 40mm head and 40mm liner. The femoral head was disassociated from the stem and the trunnion appeared worn." Rep reported the existence of metallosis and damage done to the greater trochanter and tissues. Update 8 february, 2018: review by a clinical consultant has identified trident shell malposition as a root cause.

Manufacturer narrative:
Corrected data:expiration date. An event regarding disassociation involving an accolade stem was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted accolade stem which was reviewed by a clinician who identified catastrophic trunnion damage and major metal substance loss. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: procedure-related factors: cup malposition in absent anteversion and medialization. Patient-related factors: none evident. Device-related factors: none evident. Diagnosis: cup malposition in absent anteversion and medialization has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper and severe metallosis requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The investigation concluded that disassociation was caused by {...} cup malposition in absent anteversion and medialization has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper and severe metallosis requiring revision. The investigation also confirmed altr {...} minor degrees of corrosion do not necessarily have clinical impact or cause clinical symptoms. More excessive degrees of corrosion however may cause local inflammatory signs as a consequence of metal ions toxicity to soft tissue. Such conditions are usually accompanied by clinically evident metallosis, ¿black staining¿, of the soft tissues in the hip joint. - such metallosis is clearly visible on the x-ray with severe metallic debris accumulation especially near the lateral side of the proximal femur and is caused by the metal substance loss from the taper where the metallic particles are disseminated across the joint space and deposited in the tissues around. As such, there is little doubt as to the origin of the metal debris in the joint although the majority of the metal substance loss is from the stem taper side because the tmzf alloy material is softer than cochr alloy. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.